Manufacturer narrative:
The customer¿s report of a channel disconnect was confirmed. Analysis of the pump module and syringe module event log identified several channel disconnect events. During a visit to the customer site, a contaminated iui on the adjacent syringe module was noted. The root cause of the reported channel disconnect was a contaminated iui on the adjacent syringe module. No device was returned for investigation.

Manufacturer narrative:
The event logs have not been received. A follow up report will be submitted with evaluation results should the logs be received for evaluation.

Event description:
The customer reported several channel disconnects during an unspecified infusion. There is no report of patient harm.